Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 12, 2016. No deviation or any non-conformance reports were marked in the device history record. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent a distal femoral opening wedge osteotomy on (B)(6) 2016. Everything was fine until twelve weeks post-operatively when it was noted four of the locking screws broke at the head/neck junction and the bone had not healed yet. A second operation was required. The plate and screws were removed and a variable angle (va) condylar plate was implanted on (B)(6) 2016. It was noted that the patient was compliant post operation. The patient was partial weight bearing at the time the breakage was discovered. Concomitant part reported: tomofix plate (part 440.864s, lot 9469936, quantity 1); locking head screw (part 413.344, lot 9809626, quantity 1); locking head screw (part 413.346, lot 9776789, quantity 1); locking head screw (part 413.350, lot 9709991, quantity 1); locking head screw (part 413.360, lot 9854451, quantity 1). This is report 4 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the products were returned in a packaging different from the original packaging. Usage marks were visible on different areas of the returned products. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant and measurable dimensions for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. A product investigation was completed for the concomitant parts: the received plate (440.864s ¿ 9469936) condition showed the laser etching was readable. Traces of repeated use were visible at the surface, and the drill holes have partially hard traces of utilization. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. All dimensions relevant for the function of the product were measured, and fulfill the specifications. No manufacturing related issue was identified and/or confirmed. All dimensions relevant for the function of the product were measured, and fulfill the specifications. No manufacturing related issue was identified and/or confirmed. Not broken screws (413.344 ¿ 9809626; 413.346 ¿ 9776789; 413.350 ¿ 9709991; 413.360 ¿ 9854451): received condition, usage marks were visible on different areas of the returned products. A device history record (DHR) review was performed for the affected lots, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. As the screws are not broken and therefore not responsible for the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.